Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h2, h3 and h4. The device was returned to the repair site for inspection and the reported failure was confirmed. [Section where IFU applicable for phenomenon 1] ¦4.1 precautions (warning) ¿if an abnormal endoscopic image or an abnormal function occurs but quickly corrects itself, the equipment may have malfunctioned. In this case, stop using the camera head because the irregularity can occur again and the camera head may not return to its normal condition. Stop the examination immediately and slowly withdraw the endoscope from the patient while viewing the endoscopic image. Continued use of such equipment may cause more severe damage to the equipment and/or patient injury, bleeding and/or perforation ¿if the endoscopic image on the monitor should unexpectedly disappear, freeze during a procedure and cannot be restored, turn the video system center off and then on again. If the image still cannot be restored, immediately turn the video system center off. Disconnect the camera head from the endoscope and carefully withdraw the endoscope from the patient. Keeping the endoscope inserted into the patient, feeding air/water, or performing suction or treatment without an endoscopic image is extremely dangerous. If an endotherapy accessory is being used, withdraw it in the safest manner before withdrawing the endoscope. In addition, be sure to prepare another camera head to avoid interruption of the procedure. Based on the results of the investigation, it is likely that the following led to the malfunction: the most probable cause of the complaint is linked to device but unable to trace more specifically. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the cable of the subject device's cable had poor contact and occasional black screen. The event was found prior to a therapeutic laparoscopic surgery. There were no reports of patient harm.

Event description:
It was reported the cable of the subject device's cable had poor contact and occasional black screen. The event was found prior to a therapeutic laparoscopic surgery. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.